Manufacturer narrative:
Insulin pump received with e52 alarm, problem isolated to mother board. Unable to perform any tests due to e52 alarm. Pump received with cracked battery tube thread noted.

Event description:
Customer reported via phone call that the insulin pump battery compartment was cracked. Customer blood glucose level was unknown. The device will be returned for analysis.